Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head that goes on the head it's dropping off...fallen off the toothbrush - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush head that went on the oral-b pro 1 toothbrush, type (B)(6) was dropping/falling off the toothbrush. No injury was reported. 17-dec-2024 follow up via digital safety assessment survey: the consumer was an elderly male. No injury was reported.